Event description:
During surgery to revise previous right talonavicular and subtalar arthrodesis, tip of drill bit broke off in pt's foot. Surgeon determined that the tip could be left in place.

Manufacturer narrative:
(B)(4). The reporter does want their identity disclosed.